Event description:
The following additional information was received from the customer: the reported issue occurred during a diagnostic colonoscopy procedure. The issue caused a 5-minute delay; however, the procedure was completed using another device. There were no patient complications as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the customer. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d9 (date returned)/h10, and to update d8. Correction to h10: during inspection and testing, the customer's allegation was confirmed. The system experienced air/water flow issues due to a clogged nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with fiberous foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). In addition, the following non-reportable malfunctions were found during the device evaluation; bubbles generated from the right/left knobs (water tightness lost), the universal cord had wrinkles, the biopsy showed signs of wear (scratches inside the channel), and the angulation was out of specification. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the reported issue (problem with aspiration system) was not confirmed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a problem with the aspiration system. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged and the foreign material could not be removed from the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.